Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion using in.pact pacific pta balloon catheter, it was reported that a balloon twist occurred during inflation. Physician completed procedure with another in.pact pacific pta balloon catheter. There is no injury to patient or clinical sequelae reported for this event.